Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 19-jun-2020 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the device involved in the incident, it was determined that the station was in disconnected mode. A technical support specialist logged into the station application as cf support, then logged off into cfn admin. The maintenance service and data sync service on the station were stopped. The data sync log file was monitored using bare tail. In sql server management studio (ssms), the gettx.sql and es-client-change-tracking-recovery-by-chunks. Sql scripts were executed, and the results were saved. The core. System operation table was truncated to prevent excessive data from affecting server sync. After that, the data sync service was restarted, and the log file was monitored until the message "no variation in change tracking version" appeared. The issue was resolved, and the station returned to normal operation. The system functioned as intended after the technical support specialist repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es, the station was not communicating and appeared to be in disconnected mode. The customer reported that a malfunction occurred while the user was attempting to dispense medication to the patient. There were no adverse events or injuries reported based on this event.